Event description:
A distributor in (B)(6) reported that the adaptor kit and dryline were missing from an rt100 breathing circuit kit. The distributor noticed that the components were missing prior to patient use.

Manufacturer narrative:
(B)(4). (B)(6). The rt100 is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) number for that product is k983112. Method: the rt100 circuit kit was returned in an unsealed package. The kit was visually inspected for missing components. Results: the y-piece and double clip were found to be missing from the circuit kit. A lot check revealed no other complaints of missing y-piece or double clip components for lot number 100119. Conclusion: although two components were found to be missing from the returned circuit kit, we were unable to determine why the components were not present. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The mandatory pressure test cannot be carried out without the y-piece, one of the components that was found to be missing from the returned circuit kit. As the kit was returned in an unsealed package, it is possible that the components went missing post production. In addition, there are standard operating procedures (sops) in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station and the circuit kits are visually inspected for missing components prior to distribution. (B)(4).